Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The sample probe was replaced as it had deposits on the surface. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine (creap2) result from the cobas c 503 analytical unit. The initial result was 48.7 mol/l. As other assay results had data flags, the sample was repeated. The repeat results were 84.3 mol/l and 83.2 mol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The probe with deposits was returned for further investigation. No deposits on the inner probe surface indicating insufficient washing could be observed. The deposits were determined to be due to improper sample preparation. Based on the probe deposits and sample clot alarms for multiple samples, the investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.